Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched at the display window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that the alarm occurred while he was asleep, and he did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.